Event description:
Further contact with the customer revealed additional info. The pump's history event log was printed out and reviewed by the customer. After the history was reviewed, the pump was reported to have been returned to clinical service. The pump was not returned to clinical service. The pump was not returned to the customer's biomedical engineering dept for testing as it was reported, "there was no problem with the pump." No additional info was available. Although a copy of the printed history was requested, it has not yet been received.

Event description:
Report received of missing medication. A patient was admitted to the oncology floor with penile cancer. Patient was receiving IV dilaudid for pain management. The pump was programmed in a pca plus continuous mode, concentration was 0.5mg/ml in a 30ml syringe, 1mg/h, and a pca dose of 0.5mg every 15 minutes. A loading dose of 4mg was given at 2:30 p.m. At 4:00 p.m. The patient was noted to have severe respiratory problems and aroused only with deep stimulation but would take deep breaths as directed. The IV was stopped and the patient was placed on continuous pulse oximetry and oxygen. It was reported the patient's blood pressure and heart rate were "okay". The pt was closely monitored for about five hours until patient was alert and responded to name. The IV dilaudid was not restarted. The pt was given IV morphine as needed (dose not specified) for add'l pain. The nurse thought she remembered when she looked at the display it indicated that 5.6mg had infused. She reportedly checked the syringe and 12ml of medicaiton was in the syringe. The nurse stated she turned the device off.